Event description:
Customer reported the insulin pump alarmed button error and unexpected restart. Customer's blood glucose was 198 mg/dl. Customer stated she was shopping when she received the button error. When customer was home she switched out the battery and the device alarmed unexpected restart. Customer does not recall any significant event that may have caused the device to alarm. Customer was unable to check alarm history due to buttons not functioning. The device was not stored or not in use for a long period of time. Unexpected restart did occur after inserting a new battery. Alarm was explained to the customer and was advised to monitor the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. No reset error alarm could be verified due to the keypad anomaly. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.